Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt distribution node to rear therapy electrode was severed. Additionally, the rear therapy electrodes and interconnect cable are missing. The belt is unable to complete essential performance testing. The root cause for the severed cable and missing components could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.